Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc (imp) is submitting this report on behalf of b braun (B)(4). The actual device has been received for eval and the investigation is on-going at this time. A follow-up report will be provided after the inspection results are available.